Manufacturer narrative:
The system was repaired in the field on (B)(6) 2017. The reported issue was found to be the result of a faulty coupler lens. The coupler lens was replaced, detectors set and system calibrated. The aiming beam and interlocks were verified; the system was tested and verified to specification. The faulty coupler lens has not returned for evaluation.

Event description:
It was reported that while using the aura laser system during a procedure, an error 43 occurred. The reporter was not positive but believes the procedure was completed using a co2 laser. There was no patient injury reported.